Event description:
A report was received that the patient underwent a pocket revision procedure. The patient was having difficulty charging the ipg due to ipg being too deep and tilted at an angle. The physician revised the pocket. The patient is reportedly doing well.